Manufacturer narrative:
A remote service engineer (rse) communicated with the customer regarding the issue. The customer indicated that these issues had occurred in the past; however, the present device was not displaying any speaker malfunction. No details were provided regarding the past speaker errors, what caused them or how they were resolved. No analysis was performed as the issue related to the speaker had been resolved previously without philips knowledge or intervention. Device information, number of occurrences and date are all unknown; therefore, this record serves to record the issue as a whole. The product malfunction was unable to be confirmed because the customer was referring to a prior event that had already been resolved and that product was unknown and not available for testing. A review of the service history for this facility shows the problem has not been reported this type of device in the timeframe identified. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that over the past 3 years, since the customer has been using these devices, they have had multiple issues with speaker malfunctions on these devices. No information was provided to indicate if the device produced audible sound or not. It is unknown if the device was in use at time of event, and there was no adverse event reported.